Event description:
This report is in reference to a voluntary report. Procedure: unknown. Based on the info submitted by the user facility, the electrosurgical pencil activated without any action by the user. As a result, the pt sustained a 1cm by 2.5cm 3rd degree burn. There is no info available as to the current pt status. Note: to date, no medwatch 3500a form regarding this alleged incident has been rec'd from the user facility.

Manufacturer narrative:
This report is in reference to a voluntary report. To date, no product has been rec'd for eval. Therefore, no info is available about the device's role in the alleged incident.